Manufacturer narrative:
Device returned to manufacturer: the rebel bare metal stent was returned and analysis was completed. Returned product consisted of a rebel bms stented catheter. The balloon was loosely folded. The stent was secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks along the catheter. The proximal and distal ends of the stent is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
Reportable based on analysis completed 8 april 2020. It was reported that the 20 x 4.00 rebel bare metal stent was unable to pass through the 85% stenosed, moderately calcified and moderately tortuous lesion located in the left anterior descending artery (lad.) There were no patient complications reported. However returned device analysis revealed stent damage.